Event description:
It was reported that the user experienced multiple recurring occlusion alerts with an infusion set (contact detach), often clearing by testing tubing or clearing alarms, with persistent alerts only resolving after a complete supply change; the user believed the pump might be at fault, and education was provided to perform a full supply change and keep the pump and tubing warm, consistent with an obstruction of flow and involving the connector/coupler. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem leading to obstruction. No clinical symptoms or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.